Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the touch screen no longer responds appropriately, i.e. Selects items with no touch, does not select items that are pressed, etc. No patient impact or consequence reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power, however some areas on the touchscreen were found to be unresponsive. The device was able to obtain readings and alarmed visually and audibly under alarm conditions. The unit was left powered on for 2 hours and the reported issue was not observed. It was also found that the j4 back light connector on the core board broke off. The touchscreen was replaced and the device functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.